Event description:
It was reported by service report that error code 201 was showing on the footboard and that scale and bed exit were not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.